Event description:
A physician attempted to implant a protege rx stent during treatment of the patient's common carotid artery. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the device partially deployed in the patient. There was no damage to the deployment mechanisms or device handle prior to deployment issue. The thumbscrew/lock-pin was checked for securement prior to procedure. The thumbscrew/lock-pin was not removed. After the deployment issue occurred, the stent was removed from the patient's body. A replacement stent was successfully implanted to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device was returned with the touhy-borst tightened and the stent partially exposed, the stent confirmed as 40 mm, the device was returned with approx. 11 mm of the stent exposed, image analysis the customer returned two images for evaluation. Image 1: this image depicts the shelf carton of the protégé rx device. The details on the label of the box match the device returned. Image 2: this image depicts what appears to be the proteg rx device with a portion of the stent exposed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.